Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the patient experienced atrioventricular block. The right ventricular (rv) lead exhibited increase in threshold and pacing failure. The lead was removed and replaced. Post removal the rv lead tip and electrode remain in the patient. No further patient complications have been reported as a result of this event.